Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: updated: a1; a2; b4; b5; d2; g1; g3; g6; h1; h2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). D10: unknown, articular surface, lot unknown. Unknown, tibial component, lot unknown. G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - femur customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee surgery. Subsequently, the patient had a revision approximately 12 years post-implantation due to instability. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The following sections were corrected: e1. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the catalog and lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. X-rays were provided and reviewed by mmi they state that ap and lateral views of the left knee show a cemented left nexgen complete knee solution total knee arthroplasty. Imaging identified a 5.2 x 4.6 cm mass-like focus with hazy internal mineralization in the deep popliteal fossa adjacent to the posterior femoral component. Additional findings included asymmetric lateral joint space narrowing suggestive of polyethylene wear, possible mcl deficiency. A radiolucent line between the anterior femoral flange and distal femoral metaphysis was considered suspicious for femoral component loosening. Diffuse soft tissue edema and swelling, greatest medially, and marked diffuse osteopenia were also noted. Overall, mmi indicated the findings were suspicious for polyethylene wear and femoral component loosening, with mild increased varus alignment of the tibial component that may predispose to polyethylene wear. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.